Manufacturer narrative:
Analysis of the software 9733763 synergy cranial s7 (unknown serial/lot #) found insufficient information. At least three documented attempts have been made to retrieve archives with no additional information made available. This case may be re-opened if additional information is received. Product event summary #s7 cranial 2.2.7 reported inaccuracy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a cranial resection. It was reported that the surgeon finished registering with touch-n-go and when accuracy was tested, it was discovered that when touching the patient the point was accurate, but when the probe was moved, it would appear to move in the opposite direction on screen. No impact to patient and less than an hour of delay reported.